Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Concomitant product: a2dr01 ipg, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Ventricular capture management trends shows minimum threshold increased to 2.5 volts the week of (B)(6) 2014 and remained increased/out of range.